Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿green sticky liquid coming out of the from the white power cord¿ was confirmed with the returned system controller (serial # (B)(4)). Visual inspection revealed blue/green fluid leaking out from the taped section and tears on the power cables. The tape was removed, which revealed a slice in the cable with severed underlying wires. The blue/green liquid substance is the result of moisture reacting with the underlying shielding/construction. The finding did not result in any unexpected alarm or functional issue. The analysis could not determine a root cause that attributed to the tears on the power cables. There was also the incidental finding of exposed electrical wire when the tape on the cable was removed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2020 that the patient had a green sticky liquid coming out from a small cut from the upper portion of the white power cord of his controller. There were no reports of alarms or power issues and the controller was replaced. No further information was provided